Event description:
Plunger tabs broke and plunger turned cock-eyed spilling contrast.====================== health professional's impression======================there was not an adverse event regarding a patient, but potential damage to equipment and a possible delay in procedure.